Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the ear clip had a piece broken. Upon review of the event history log, no evidence of the stated problem was found. Device underwent functional testing, confirming the reported customer complaint. A piece of the ear clip was noted to be broken off. The problem source has been determined to be user interface.

Event description:
Information was received that device had a broken ear clip. No adverse effects reported.